Event description:
The clinician reports the implant was inserted on (B)(6) 2015 in fdi 22. On (B)(6) 2023, fracture of the implant was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The fracture of a dental implant is a known long-term complication of endosseous dental implants. The manufacturers trend analysis confirms that the reported implant fracture rate associated with its dental implants is low and remains consistent with the experience as documented in the literature. There are different reasons why implants break and this problem has been illuminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch 1991, worthington 1992). Beumer and lewis 1989 report the following causes: a) production / design flaws. B) inadequate fitting of the suprastructure. C) occlusal overload. D) bruxism. E) bone resorption around the implants. F) insufficient axle alignment of the implants. G) trauma. H) biomechanical causes. I) design of the suprastructure.